Event description:
The tech alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The tech found the side com cable was pulled out and there was damage to the side com power control board connector. The tech replaced the side com cable and the side com power control board assembly to resolve the issue.